Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient passed away due to cardiac arrest. The patient was intubated on the day of the event. There is no allegations from a health professional suggesting that the death was related to the device. The cause of death is cardiac arrest. No additional information is available.